Event description:
It was reported that bd plastipak¿ 50ml concentric luer lock syringe plunger was broken. This was discovered during use. The following information was provided by the initial reporter: oily substance present in the body of 2 syringes seen when 5fu was re-injected into a bag of solvent during the preparation of chemotherapy.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1902257, no deviations or non-conformances related to this issue were identified during the manufacturing process. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results of the testing performed were reviewed and verified product was within specification. Based on the available information we are not able to identify a root cause at this time. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 50ml concentric luer lock syringe plunger was broken. This was discovered during use. The following information was provided by the initial reporter: oily substance present in the body of 2 syringes seen when 5fu was re-injected into a bag of solvent during the preparation of chemotherapy.